Event description:
It was reported to medtronic minimed that the customer received pump error 23 (post-reset ram crc alarm) and the customer received pump error 49 (history pointers failed. The history pointers are corrupted). The customer reported no adverse event. The event involved product(s) mmt-1780kl. Troubleshooting was partially performed for pump errors. No harm requiring medical intervention was reported. Mmt-1780kl was requested and customer will discontinue to use the insulin pump. Customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the displacement test, active current test, sleep current test and self-test. No blank display noted during testing. Successfully downloaded history files and traces using thump. No pump error 49 noted testing. However, pump error 49 noted in the pump history and trace files on 02/06/2025 at 09:01:03.000. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No unexpected pump error 23 noted during testing. Aa battery was taken out the pump and no unexpected pump error 23 alarms noted before the 10 min mark. However, pump error 23 was in the pump history/trace files on 02/06/2025 at 09:41:46.000 and at 09:42:00.000. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor or force sensor. The following were noted during visual inspection: scratched case, cracked keypad overlay, stained keypad overlay, cracked case on the battery tube side, cracked battery tube threads, and pillowing keypad overlay. Pump error 49 alarms not confirmed during testing or noted in the power management graph. Unexpected pump error 23 alarms not confirmed during testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.